Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed that the flow module would not read a flow and only displayed dashes when set up using lab use only (luo) equipment. A luo application board was installed into the flow module and the module displayed the flow as intended. It was determined that the application board was defective.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow module to perform intermittently with errors logged. He used a lab-use only (luo) roller pump, luo flow sensor and a luo water loop connected in ambient temperature. Once powered on, he noted that the unit was reading dashes for the flow, and an 'art flow: check sensor' message. The power cable was switched out for a luo power cable and the unit read the flow rate as expected. Through microscopic investigation, it was found that 43 transistors were showing signs of being overheated on the customer's application board. Per data log analysis, the incident occurred on (B)(6) 2020, but the log provided starts on (B)(6) 2020. There is no way to confirm the complaint from the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the additional evaluation done by the supplier, the reported complaint could not be duplicated. The supplier's inspection of the transistors showed the alleged damage to be flux and not overheating. All testing acceptance criteria has passed. There is no defect with this board.

Manufacturer narrative:
During install of new hlm, the fsr identified that the flow module would not read flow. The log review showed a pod error. A replacement was ordered. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that upon receipt of the device, the heart lung machine (hlm) flow module would not read flow. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.